Event description:
It was reported that the patient presented post implant with loss of ventricular capture when the patient lay on the bed. Loss of capture was still observed when the device was programmed to 3.5 v without autocapture. The device was subsequently replaced.